Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The first image shows the catheter inserted within a patient. The catheter shows a sharp bend approximately 4 cm from the insertion site where a partial split in the catheter appears to be present. The second photo shows a closer view of the damage on the catheter. A light discoloration appears to be present surrounding the break surface. The characteristics of the break location could not be clearly inspected due to the lack of a returned physical sample. Based on the photo samples provided, possible contributing factors include exposure to tensile damage and material fatigue caused by repeated kinking of the catheter. Since the catheter was shown to have a partial fracture, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was placed in the femoral vein of this patient in (B)(6) 2020. On (B)(6) 2021, local liquid leaks occurred with the catheter and no blood could be aspirated. Slowly pulled out the catheter and made an inspection, indicating that the catheter was almost rupture completely at a point 4 cm from the insertion site.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0136 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in the femoral vein of this patient in november 2020. On (B)(6) 2021, local liquid leaks occurred with the catheter and no blood could be aspirated. Slowly pulled out the catheter and made an inspection, indicating that the catheter was almost rupture completely at a point 4 cm from the insertion site.